Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of retractor band. A field service engineer reseated the row board cable, retractor band and the communication bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure and it was getting an error 'not detected on communication bus. The malfunction occurred when the user was trying to issue the medication to the patient and there was no delay in dispensing the medication since the medication was available in additional devices. There were no adverse events or injuries reported based on this incident.